Manufacturer narrative:
Based on the completed investigation, the root cause of the reported malfunctions could not be definitively determined. However, the issues are likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation of the ultrasound gastrovideoscope, a gap and a chip was found in the adhesive area between acoustic lens and ultrasound probe. There was no patient involved.

Event description:
There is no new information provided by the customer.

Manufacturer narrative:
This report is being supplemented to provide a correction to the previously submitted h4 - device mfg. Date. H4 was inadvertently marked as 12/2/2020 instead of 4/8/2020.